Event description:
The customer reported via the sales representative that during an ankle fusion procedure, the hood of the bur broke away inside the pt and small fragments were seen in the wound. It is reported that the consultant and registrar completed the procedure successfully and flushed the wound to complete the procedure. It is further reported that the customer refuses to use the remainder of their stock with the same lot number. (4 boxes).

Manufacturer narrative:
Device has not been returned to manufacturer. Additional info will be provided once the investigation is completed.